Event description:
It was reported that the patient fractured the right femoral shaft. The surgeon placed peri prosthetic plate and kept hip.

Manufacturer narrative:
This event is a duplicate of (B)(4). This event has been reported under MFR report for report #0002249697-2013-00898.

Event description:
It was reported that the patient fractured the right femoral shaft. The surgeon placed peri prosthetic plate and kept hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).